Event description:
We have purchased new stryker beds with mattresses composed of the following: waffle 3" foam - base for orthopedic support - perimeter foam for support - dartex lining mattress cover the optional dartex -dartex is a trademark of dartex coatings. Ltd. Warranty. A pt room had been disinfected and prepared for a new pt. The new pt was placed on mattress and reported a odor from the mattress. Upon inspection of the bed, the lining was removed to view the foam components under the lining and were found extremely soiled and damp with blood/body fluid. Inspection of all mattresses revealed: minor stains, blood stains -from minor to gross-. The dartex linings were inspected and found to not have holes but "shearing" type wear in the lining. The majority of the mattresses were found to have impaired integrity that could contaminate pt after pt. The stryker co has provided support during the investigation and have assisted with replacing all dartex linings with the more durable nylon lining.